Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for malignant pain. It was reported that the patient changed physician and missed a pump refill. An empty pump reservoir was further noted. The patient was due for a refill. The date of the event was described as (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). No patient symptom was reported. Refilling and monitoring for volume discrepancy and efficacy was being considered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s weight was not provided/available. A dye study had not yet been scheduled for the patient. The rep indicated it was unknown if the missed refill was resolved. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient was seen in the healthcare provider¿s office and her pump had been empty since march. The patient was transferred over from her previous physician. They were waiting to get a dye study to check the catheter.